Event description:
Affiliate reported that the microsensor would not connect properly to the icp express machine. The message displayed was a transducer error. The machine was swapped out, however message continued. There was no adverse event reported and there was no delay greater than 30 minutes. It is unclear if the device was tunneled in the brain. More information is expected from the affiliate. However as a conservative measure the report is being filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
Microsensor would not connect properly to icp express " transducer error" message apparent on icp express. Swapped to another machine - same message... ? Microsensor failure no adverse event reseport. Delay in surgery 30 minutes. On (B)(6) it is unclear what actions the surgeon took as the synergy indicated the problem was detected prior to use, however it was also indicated that another other the same device was used. More information is expected. However in the interest of time a medwatch is being filed as a conservative measure. On 9/12 additional information explained that the rep has spoken with the product specialist regarding this case who has advised that the device was definitely not implanted in the patient, however, is not sure whether it was tunneled. The doctor who was treating this patient is currently on leave, however, the product specialist will make enquiries with the doctor when he returns. On 9/21 additional information explained that the item was tunnelled but not implanted into the patient as the issue was identified prior to implantation. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor area. Slight kinks and bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 03/19/2012. Based on the above evaluation, the supplier could not confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.